Manufacturer narrative:
This report will be amended when our investigation is complete. Received but not yet evaluated.

Event description:
It is reported that the provisional fractured.

Manufacturer narrative:
Visual inspection of the returned tibial articular surface provisional (tasp) device confirms that the device is fractured and all fragments have been returned. It was noted, the fracture occurs proximally to the medial edge of the central post. There is also evidence of gauges and nicks that may be due to use. This device had a field life of one (1) year and nine (9) months and was used an unknown number of times. The device is used for treatment. This particular device is listed in an aggregate tasp scope list associated with corrective actions. This device was manufactured before a design modification and was part of the re-design scope. A notification was sent to the field on august 7, 2014 to provide additional clarifications relating to the instructions for use of the tasp construct for all persona users on file at the time of the field notice. The root cause can be said to be a previously addressed design issue.